Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following event description : there is a critically ill patient who needs oxygen therapy with a ventilator. During the preparation process for startup, it was found that the self check did not pass and tf5507 was reported, making it impossible to use the device. Hospital analysis: preliminary determination of a sensor failure.